Event description:
Baxter IV tubing has been used to infuse taxol (paclitaxol) 24 hr infusions without a problem in the past. Could not get this tubing to infuse correctly using baxter IV pump model #6201 even though tubing is labeled as being suitable for 6200 series pumps. Tubing problem confirmed on a second 6201 baxter pump.